Event description:
New information received notes that the leadless pacemaker (lp) was explanted and replaced. No further information was provided.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited excessive battery depletion. No further information was provided.